Event description:
The clinician reports the implant was inserted 2022-01-27 in ada 19. Details of surgery: primary stability not achieved. On 2022-03-17, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.